Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The actual device involved in the reported event is not available for investigation. Without the actual device, serial number or operations log, a thorough investigation could not be performed and no conclusion can be drawn. A copy of the has been service report has been requested. If the device or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
(B)(4).